Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After a 2.25 x 38 synergy¿ drug-eluting stent was deployed in the lesion, intravascular ultrasound (ivus) was performed. However, when the ivus catheter was pulled out, it got caught and the stent shortened. The ivus catheter was released from being stuck and a 2.25 non-bsc stent was deployed to cover the remaining lesion. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was sufficiently crimped to the vessel wall and the distal side of the stent shortened. The physician commented that the vessel diameter was narrow and there was flexion. The patient's status was stable.